Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v079716, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the device that controlled the left side never worked which had started in 2015. They thought it was because the probes were in the wrong place. No patient symptoms were reported. MRI compatibility guidelines were requested and it was noted that the procedure was due to a device or therapy issue. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.